Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: rate-dependent elevation of the capture threshold after implantation of a leadless pacemaker. Pacing and clinical electrophysiology. 2024; 47:938¿940. Doi: 10.1111/pace.14884. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding rate-dependent elevation of the capture threshold after implantation of a leadless implantable pulse generator (ipg). The authors described a patient who underwent a leadless ipg implant with multiple attempts due to high thresholds. On the third attempt, the device was fixed with two tines and electrical tests noted that the thresholds were rate-dependently changing. The threshold rose at a pacing rate of 60 beats per minute (bpm) and went back down at 80 bpm. The tether was removed, but the threshold remained rate dependent. Five days after the implant, the rate-dependent threshold disappeared, and the device was reprogrammed. The device remains in use. No adverse patient effects or additional product performance issues were reported.